Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Blood glucose was not impacted. Reportedly, customer reverted to manual injections for insulin therapy.